Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a lumpectomy procedure, the patient became bradicardic on the telemetry monitor when the device was activated. The staff did not confirm if the patient's pulse matched the monitor. The surgeon deactivated the device and the patient's heart rate on the monitor went back to a normal rhythm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.